Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. The device delivered anti-tachycardia pacing (atp) which accelerated the vt into ventricular fibrillation (vf). The device successfully converted the vf with an electric shock. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. The device delivered anti-tachycardia pacing (atp) which accelerated the vt into ventricular fibrillation (vf). The device successfully converted the vf with an electric shock. No additional adverse patient effects were reported. At this time, this device remains in service.